Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2009 and that a revision procedure was performed on september 28, 2010 due to lack of motion and pain. The tibial component, tibial bearing and patella were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "inadequate range of motion due to improper selection or positioning of components." The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 3 of 4 mdrs filed for the same patient/event(s) (reference 1825034-2011-00714 / 00717). This report filed (B)(4), 2011.